Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, burnt material is observed within the plunger. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Molding parameters are reviewed for each lot to ensure they are within required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed. While we could not identify a direct issue, the burnt material likely generated during the molding process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Jiangsu provincial people's hospital surgically injected ranibizumab at noon today, and after the injection, the operating doctor found that the syringe was fouled the incident was discovered by director xxx after injection yesterday, and only photos were taken at that time. Response received on 17/nov/2023. Please find in the email the catalog number affected for complaint pr (B)(4): syringe plastic barrel 1ml in blister¿ is 303172. Please find below confirmation that no lot is available. Please not that the customer needs a statement on whether those impurities are possible with in our manufacturing process.

Event description:
(B)(6) hospital surgically injected ranibizumab at noon today, and after the injection, the operating doctor found that the syringe was fouled the incident was discovered by director xxx after injection yesterday, and only photos were taken at that time. Response received on 17/nov/2023. Please find in the email the catalog number affected for complaint pr 9262512: syringe plastic barrel 1ml in blister¿ is 303172. Please find below confirmation that no lot is available. Please not that the customer needs a statement on whether those impurities are possible with in our manufacturing process.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Patient problem code: f26 ¿ no health consequences or impact device problem code: a180104 - device contamination with chemical or other material